Event description:
Customer alleges discrepant results with meter: pt 1, date: unk, inratio: >7.5, lab: 2.6. Pt 2, date: unk, inratio: >7.5. Customer states that pt 2 had lab results within therapeutic range the next day.

Manufacturer narrative:
Investigation pending.